Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with capillary glucose measured at 399 mg/dl and the cgm reading ¿high¿ for about an hour; a small amount of ketones was noted and blood was observed around the steel needle, raising concern for interrupted insulin delivery, after which the caregiver changed all infusion supplies and glucose trended down to 375 mg/dl. Symptoms included elevated blood glucose with ketonemia. Outcomes included the need for troubleshooting and user guidance, with resolution trending after infusion set replacement and no alarms reported. Investigation included customer interview, device use review, and troubleshooting with education on infusion set replacement. Investigation of this case revealed suspected infusion site or set occlusion or blockage evidenced by blood around the needle and improvement after set change. It was concluded that the event was consistent with hyperglycemia of unclear cause with probable infusion set or site issue, with device therapy restored after supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.